Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(4), batch: 559447.

Event description:
It was reported that following a post implant procedure, the patient was experiencing leg weakness and had to use a walker. The patient was brought to emergency room (ER) and underwent a lead removal. The physician believed the paddle caused compression to the nerves which caused the patient to lose control of his legs. The patient was doing well postoperatively. The explanted device components will not be returned as they were discarded.